Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was jumping on a trampoline, the patient line tubing pulled out of the cartridge when the pump came out of the customer's pocket. The customer was able to load a new cartridge. The customer's blood glucose level was 111 mg/dl.